Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and passed. A review of the share logs was performed and the allegation was not confirmed. The probable cause could not be determined. However, a transmitter failed error was found on 11-10-2020. No injury or medical intervention was reported.